Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer tried to access the insulin pump menu using the up and down arrow buttons, but it scrolls on its own. The customer blood glucose level was 60 mg/dl. Customer was assisted with troubleshooting. Customer stated that they had to suspend the insulin pump to stop it from scrolling. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.